Event description:
It was reported to philips that the images in the examination room freeze. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the device was in clinical use. However, treatment of the patient was completed without delay. A philips remote service engineer (rse) analyzed the system log files and found an issue with connection between the host pc and the flexvision pc. A philips field engineer (fse) inspected the system onsite and confirmed the system was having sporadic issues due to connection issues with the flexvision pc. The fse replaced the flexvision pc and the hard disk drive, reinstalled the software and returned the system to use in good working order. The codes were updated based on the investigation outcome.